Manufacturer narrative:
The investigation concluded that the patient injury was related to a setup issue with the electrical surgical unit (esu) which is not supplied by intuitive surgical. As of (B)(6), 2011, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during the beginning of a da vinci si prostatectomy and lymphadenectomy procedure, the surgeon grasped the patient's colon with the maryland bipolar forceps instrument and energy began to emit without the foot pedal having been activated. The surgeon immediately removed the maryland bipolar forceps instrument and found the electrical surgical unit (esu) setting was placed on auto. The esu setting was changed and the planned surgical procedure was completed. The patient's colon was repaired and no further adverse event was reported.